Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, with a fill estimate of 0 units instead of the expected 100 units. There was no reported impact to the customer's blood glucose level. Caller reloaded the same cartridge or used a new cartridge to resolve the issue and received education on cartridge labeling, agreeing to call back for further troubleshooting if needed.